Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot#: 73e2501005 for investigation. The serial number of the device is sn: (B)(6). The returned sample was visually examined without magnification. It was observed that there were no defects on the jaws. The device was returned with the trigger partially engaged and a misloaded clip in the jaws. The source of the clip's misalignment in the jaws upon return could not be determined as storage and transport conditions could have impacted the loading of the clip. There were no visual defects observed on the applier and the device appeared to be assembled correctly. The returned sample did not have biological material present on the device. The device was returned with the trigger partially engaged and a misloaded clip in the jaws. The source of the clip's misalignment in the jaws upon return could not be determined as storage and transport conditions could have impacted the loading of the clip. Upon functional inspection, the trigger was engaged in an attempt the latch the misloaded clip. The first clip that was returned misaligned failed to latch due to the misalignment. The remaining 11 clips were correctly loaded into the jaws and were able to fully latch. The jaws were observed to fully open when loading the clips. No defects were observed on the jaws. No functional problem was found with the returned sample. It was concluded that the device functions in accordance with the IFU. The device was returned with 12 clips remaining, indicating 3 clips were fired by the end user. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." And that "if a clip does not load with the clip bosses nested in the jaws... Extracorporeally remove the clip from the jaws, and fully compress the trigger to reset the device. If three misloads occur, discard the device and replace with a new ae05ml". Corrective action is not required at this time, as there were no functional issues found with the returned sample. The sample was able to load and fire all the remaining clips in the channel correctly. The sample was returned with one misaligned clip in the jaws. The clip failed to latch due to the misalignment. The source of the clip's misalignment in the jaws upon return could not be determined as storage and transport conditions could have impacted the loading of the clip. The customer description indicates a single clip failed to load. The IFU states "mishandling of appliers may result in improper load and/or closure of the ligating clip." And "if a clip does not load with the clip bosses nested in the jaws... Extracorporeally remove the clip from the jaws, and fully compress the trigger to reset the device. If three misloads occur, discard the device and replace with a new ae05ml". It was concluded that the device functions in accordance with the IFU. The reported complaint of "clip(s) not loading properly " could not be confirmed based upon the sample received. The customer returned one unit of ae05ml auto endo5 ml for investigation. Corrective action is not required at this time, as there were no functional issues found with the returned sample. The sample was able to load and fire all the remaining clips in the channel correctly. The sample was returned with one misaligned clip in the jaws. The clip failed to latch due to the misalignment. The source of the clip's misalignment in the jaws upon return could not be determined as storage and transport conditions could have impacted the loading of the clip. The customer description indicates a single clip failed to load. The IFU states "mishandling of appliers may result in improper load and/or closure of the ligating clip." And "if a clip does not load with the clip bosses nested in the jaws. Extracorporeally remove the clip from the jaws, and fully compress the trigger to reset the device. If three misloads occur, discard the device and replace with a new ae05ml". It was concluded that the device functions in accordance with the IFU. A device history record review was performed on the device with no evidence to suggest a manufacturing-related root cause. There were no functional issues found with the returned applier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the clip could not be loaded properly during use. Therefore, a new unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the clip could not be loaded properly during use. Therefore, a new unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."